Event description:
The customer stated an architect i1000sr analyzer generated a false positive b-hcg result for one patient sample. The architect i1000sr analyzer generated an initial b-hcg result of 43.20 miu/ml. Upon repeat a b-hcg result of <1.2 miu/ml was generated. The falsely elevated b-hcg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified; possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted. A final report will be submitted when the investigation is complete. An investigation is in process

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00611 has been submitted to address this error.